Manufacturer narrative:
D9 - date returned to mfg: 1/28/2025. One device was returned for analysis. Review of the event history log (ehl) showed motor not running and alert check clutch. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a faulty motor. As a result, the motor, right and left clutch, clutch spring were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "motor not running" error. There was unknown patient involvement, and unknown signs or symptoms experienced.